Manufacturer narrative:
The reported condition is attributed to a failure of the support arm. This condition was identfied by the manufacturer in 1995 and corrective actions were instituted at that time.

Event description:
Notified that irix 70 scissor arm was cracking. Then broke. No other damage.